Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: fgs-1000. Synthes lot: 21e006. Supplier lot: 21e006. Release to warehouse date: february 26, 2021. Expiration date: february 01, 2024. Supplier (B)(4) inc. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the tibia screw, tensioning cap, and guide tube were only received at us customer quality (cq). The whole fibulink® syndesmosis repair kit/ti was not returned for investigation. Upon inspecting, the tibia screw is visible to have detached from the remaining part of the implant as the suture bridge is broken. Us cq did not receive the remaining implant with the snapped suture bridge. No other issues were identified with the returned devices. Dimensional inspection: the dimensional inspection was not performed due to absence of all the remaining parts of implant. Also, the issue is related to the post manufacturing defect. Document/specification review: based on the date of manufacture, the following documents/drawings, reflecting the current and manufactured revision were reviewed. -fibulink syndesmosis repair kit, ss. -surgical technique guide. Conclusion: the complaint condition can be confirmed for received device. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the procedure while inserting the second fibulink through a plate, the sutures attaching the fibulink to the tibial screw snapped. Both guide pins were inserted at the same time. The fibulink was inserted first and additional compression was achieved. This may have changed the angle slightly from where it was originally inserted. Fibulink engaged the button off center and therefore it twisted instead of compressing. Eventually the sutures snapped and as a result they need to remove the tibial screw and insert a new fibulink. Procedure was completed successfully with ten(10) to fifteen(15) minutes delay. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).